Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 7f sheath after a percutaneous coronary intervention procedure. Reportedly, when the plunger was removed, no suture was attached to the needles. A cuff miss occurred. After the guide wire was reinserted into the device, another proglide device was used to achieve hemostasis. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. The physician was trained prior to the procedure. No additional information was provided.